Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during left ventricular (lv) lead placement the lead was unable to capture at maximum outputs despite three attempts to reposition. The lead was ultimately not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.